Event description:
Pt self tester alleging precision issues. Initial test = 0.9, repeat 1 = 1.5 and repeat 2 = 1.4. Time between tests a few minutes. Pt's therapeutic range 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.